Event description:
It was reported that the user contacted support for assistance with a supply change while using an inset infusion site, and the first inset needle was accidentally damaged during insertion, after which the user successfully completed the supply change with guidance. No reported adverse clinical effects. Outcomes included successful continuation of therapy without alerts or alarms and replacement supplies arranged. Investigation included troubleshooting and education with the user during the call. Investigation of this case revealed an incorrectly deployed infusion set due to user handling during insertion, with no device malfunction and no connector attachment issue after guidance. It was concluded, based on previously established findings for similar reports, that the cause was user error during insertion.